Manufacturer narrative:
Unable to perform displacement test due to missing retainer ring. Unit received with missing o-ring at reservoir tube, broken reservoir tube lip and minor scratches on lcd window. No cracks on battery compartment noted. (B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that customer dropped insulin pump causing the casing to crack. Insulin pump would need to be replaced. Customer's blood glucose was 7.9 mmol/l.